Manufacturer narrative:
No sample is expected to be returned for eval. Without the actual complaint sample being returned, a full investigation cannot be carried out. The lot # has been provided so a lot history review will be performed. If the sample is received at a later date and/or if significant info becomes available related to this report, a summary will be provided in a supplemental report. Info has been added to database for trending purposes.

Event description:
The customer reports that the balloon came off the cannula and the pt was recannulated the next day at the hosp. The tube was replaced without incident.